Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. An inspection revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke at the swage part. The broken needle was retrieved during the procedure and did not remain in the patient¿s tissue. No adverse patient consequences were reported.